Event description:
It was reported by the affiliate that during a hemorrhoidectomy procedure, the device fired malformed staples at the first firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.